Event description:
Customer reported the balloon exploded at less than 10cc of air. It was reported that ventilation was impossible due to a leakage of air. At this time, required medical intervention (recannulation of a replacement tube) is not confirmed. No additional info provided. Attempts are being made to collect further info.